Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that three male patients underwent radiofrequency ablation and suffered minor stroke or transient ischemic attack. Title: ¿poor rhythm outcome of catheter ablation for early-onset atrial fibrillation in women.¿ the purpose of this study was to investigate the effect of sex on the outcome of af catheter ablation, especially in patients with af under the age 60 years old. The 1060 consecutive patients were enrolled in this study. This study was conducted from march 2009 to april 2016. Thermocool and coolflex (st jude medical) ablation catheters were both used in this study, however it is unknown which catheter the patient used. Bwi takes conservative approach to report this event under thermocool ablation catheter.